Event description:
Affiliate reported that the programmable valve was overdraining, which is why the device was explanted. The device was implanted in 2008, and removed in 2009.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.